Event description:
It was reported that the patient had a great deal of difficulty getting the implantable neurostimulator (ins) to charge. It was noted that the patient could only get 2 bars. It was noted that a coupling problem was reported. It was noted that the patient lost about 25 pounds and the battery pack was kind of sticking out of their back strangely. It was noted that the patient had trouble off and on all along but especially since he lost the weight and the ins was sticking out. Additional information received reported that the cause of the event was a 25 pound weight loss. It was noted that there would be a relocation of the battery. It was noted that a revision was pending. It was noted that a revision and relocation of the battery was pending with the neurosurgeon. It was noted that signs and symptoms included that the patient was unable to reach the implant to recharge. It was noted that the patient did not require hospitalization due to the event.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).